Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging a battery indicator issue with a one touch ultra 2 meter. The patient indicated that the alleged issue started on (B)(6) 2010, at 3:48 pm. The patient claimed that she developed symptoms of shakiness and tiredness 30 minutes after the alleged issue began since she did not know what her blood glucose level was. The patient denied that she received any treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia 30 minutes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k053529.